Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra 2 meter did not turn on. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt said the issue started the night before at 6 pm. He said he was testing at that time to adjust his insulin. He says he takes 6 units of humalog three times per day and takes an add'l unit if his reading is close to 200mg/dl. He also takes 35 units of lantus at 6 pm. He said he took 7 units of humalog at 6 pm the day he discovered the meter issue because he did not want his blood sugar level to be high. He said he felt low and sweaty the next morning at 4 am. He then drank some orange juice and felt better in about 3 minutes. According to the troubleshooting performed with customer service, there was no evidence of misuse of the product. The batteries needed to be replaced. This complaint is being reported because the pt alleged the meter did not turn on, guessed on his insulin dose, and experienced symptoms indicative of hypoglycemia requiring self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.